Event description:
It was reported that on literature review synergy cementless stem system in the article short-term clinical outcome comparison between bikini incision with anterior approach and orthopädische chirurgie münchen approach in total hip arthroplasty. One patient had a fracture that was fixed with a steel wire. The patient outcome is unknown.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images are required. The root cause of the intraoperative fracture, perforation of the posterior cortex of the proximal femur could not be confirmed nor concluded. It is noted the patient was given a steel wire during the operation. No further medical assessment is warranted at this time. Should clinical documentation become available in the future, a thorough medical assessment may be rendered at that time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on literature review synergy cementless stem system in the article short-term clinical outcome comparison between bikini incision with anterior approach and orthopädische chirurgie münchen approach in total hip arthroplasty. One patient had a revision surgery due to intraoperative fracture while using unkn reflection liner.